Manufacturer narrative:
Patient weight was not provided. A beckman coulter (bec) field service engineer (fse) was not dispatched for this event. All system parameters including access accutni+3 quality control (qc), access accutni+3 calibration, system check and precision testing were within assay and instrument specifications.. The access accutni+3 reagent was not returned for evaluation. In conclusion, the cause of the reported non-reproducible access accutni+3 results cannot be determined with the available information.

Event description:
The customer reported a non-reproducible elevated troponin I (access accutni+3) result for one (1) patient involving the laboratory's access 2 immunoassay system (serial number (B)(4)). The customer then analyzed three (3) additional samples from the patient and obtained lower results within the normal reference range of the assay. The customer also reanalyzed the original sample on an alternate access 2 immunoassay system (serial number (B)(4)) and obtained a negative result. The initial elevated result was released from the laboratory. There was a report of a change in patient treatment associated with this event as the patient was hospitalized in association with the elevated troponin I (access accutni+3) result obtained. Access accutni+3 quality controls (qc) and calibrations as well as system check parameters and precision studies were performing within assay and instrument specifications at the time of the event. The patient's sample was collected in a lithium heparin plasma tube with a gel separator. The sample was then centrifuged for ten (10) minutes at 13 rcf (relative centrifugal force) at room temperature. There was no report of sample integrity issues related to this event.